Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.

Event description:
It was reported that via a merlin.net transmission, increased ventricular lead impedance was observed. The patient presented to the ER for device check and programming changes were made. The lead was later explanted and replaced.